Manufacturer narrative:
B3 - date of event: the date documented is an estimate, as the actual date of occurrence could not be obtained. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine and serum samples shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine or serum sample collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine or serum sample should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The distributor reported faint positive results when testing samples/controls known to be negative with the icon 25 hcg test (urine/serum). The distributor did not specify whether these faint positive results occurred only with controls, or also with patient samples. No adverse events were reported. Three attempts have been made to reach out to the customer for clarification, however the customer has been unresponsive.

Manufacturer narrative:
B3 - date of event: the date documented is an estimate, as the actual date of occurrence could not be obtained. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Retain testing and manufacturing record review could not be performed as a lot number could not be obtained. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very low levels of hcg (less than 50 miu/ml) are present in urine and serum samples shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine or serum sample collected 48 hours later. ¿ a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine or serum sample should not be used to diagnose pregnancy unless these conditions have been ruled out. ¿ as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.b5 - describe event or problem: updated based on new information received from distributor on 08-jun-2023 b6 - relevant test/laboratory data: updated based on new information received from distributor on 08-jun-2023 b7 - other relevant history: updated based on new information received from distributor on 08-jun-2023 e1: updated from distributor details to end user details h3 other text : three attempts have been made to reach out to the customer for additional information, including the availability of product for return, however the customer has been unresponsive.

Event description:
The distributor reported faint positive results when testing an unspecified number of patient urine samples and controls known to be negative with the icon 25 hcg test (urine/serum). Blood samples were collected and quantitative hcg tests were performed on an unspecified roche instrument, with results of <5 miu/ml, which were interpreted as negative. The customer stated that treatment was delayed for several patients until the quantitative testing could be performed, however no details of the treatment were provided. The customer also reported that their negative controls were also yielding positive results. No adverse outcomes were reported.